Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt complained of a burning pain and heating at her ipg pocket site whether stimulation was on or off. She stated the issue was not related to charging as she experienced no change or increase in the sensation during charging. The pt also reported she had swelling at her ipg site. Follow-up indicated her physician attributed the swelling and pain to a coughing episode. The pt reported she is doing better but still notice a "warmth" at the battery site.